Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope had an e315 unsupported scope error code. The issue occurred at the beginning of an unspecified diagnostic procedure which was completed using a similar device. There was a 5-minute delay in replacing the instrument. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and confirmed the occurrence of e315 error code. Additionally, there were non-reportable (non-pae) defects noted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that error code e315 occurred due to water invasion of scope connector. However, the root cause could not be identified. Olympus will continue to monitor field performance for this device.